Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the application was frozen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medbank tower aux, the application was frozen. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the device application had frozen. The technical support specialist (tss) remoted into the device and disabled the sleep settings. The device was monitored via lmi and the customer reported that the cabinet was still running slowly. Upon remoting in, it was found that the hard drive had 95.6gb free out of 117gb, and the software was up to date. The tss implemented the temporary workaround by signing out and then signing back in to complete the transaction and also escalated the issue to pi. The system functioned as intended after the technical support specialist inspected the issue.